Event description:
It was reported that the pt's pump and catheter were explanted due to an "obstruction." No info was provided regarding the type, concentration or dosage used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.